Manufacturer narrative:
Complaint (B)(4) : no samples were provided for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. The cause of the event cannot be determined. Hemolysis can occur during all pre-analytical phases and is influenced by many variables.

Event description:
The customer provided a photograph and reported the pink edta tube was hemolyzed. The customer advised the tubes pictured represented blood from two specimen order sets, collected from the same patient, and drawn by the same phlebotomist. The customer advised order set 1, included the sst tubes which were not hemolyzed. The customer advised order set 2, included the pink edta tube which was hemolyzed. The customer advised the pink edta tube was the 1st tube collected in order set 2. The customer advised the blood was collected with a 21g straight needle and the tourniquet applied for a minimum amount of time. The customer advised the patient's fist was pumped/clenched and released before the needle was inserted. The customer advised the pink edta tube was inverted 5-10 times per IFU. The customer advised no unused product samples are available to return for evaluation; all tubes were discarded.